Event description:
During a revision to address loosening of the tibial tray at the cement/bone interface with competitor cement having been used in the primary surgery, poly wear of the insert was also found. (Right knee).

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported polyethylene wear based on the lack of the product to examine. It was noted the product was implanted for approximately sixteen years prior to revision. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.